Event description:
This research article was a prospective single-center observational study designed to evaluate the use of early generation mitral transcatheter edge-to-edge repair (teer) in comparison to the new generation. Complications identified in the study included: single leaflet device attachments (slda), cardiac tamponade requiring pericardiocentesis, acute kidney injury, recurrent mitral regurgitation(mr), minor vascular injuries, bleeding, and death. In conclusion in this series of patients with functional mr, significant changes in mitral valve anatomy after mitral teer with a reduction in anteroposterior diameter, valve perimeter, and area was observed. In the cohort, the extent of these changes was greater with the use of the new-generation g4 mitraclip system compared to prior device generations. Details are listed in the attached article titled, "anatomical changes after transcatheter edge-to-edge repair in functional mr according to mitraclip generation".

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Additionally, the complaint history review was not performed because this incident was based on an article review and no lot information was provided. The cause of the reported incomplete coaptation (intraprocedure) associated with the single leaflet device attachments (sldas) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under separate medwatch report(s).